Event description:
It was reported that the user¿s family contacted support stating two ilet chargers were nonfunctional, with one physically broken and the other not charging the device, and no troubleshooting could be performed. Symptoms included hypoglycemia. Outcomes included temporary interruption of device use and the need for replacement charging accessories. Investigation included complaint intake, user interview, and logistical support for replacement accessories. Investigation of this case revealed suspected charger malfunction and physical damage to one charger; no device performance assessment was performed. It was concluded that the event was associated with accessory failure of charging components; correlation to ilet pump performance could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.